Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. A 3.50x12mm liberte bare stent delivery system was being prepped for use. The physician attempted to remove the stent protector and mild resistance was encountered. When the stent protector was finally able to be removed the stent dislodged from the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.